Manufacturer narrative:
Correction: h1 to n/a. Arthrex previously submitted this event as a reportable malfunction out of an abundance of caution. Upon further review and evaluation of associated risk documentation, it has been determined that this event does not meet the criteria of a reportable event under 21 cfr 803. Upon secondary review, it has been determined that the malfunction does not present an environmental risk as the cord that was damaged does not contain electrical wiring. The frayed lanyard cable of the cap is unlikely to cause or contribute to a serious injury if it were to recur. This cable is a structural connection cord for the cap. Damage to this cord has the potential to result in potential harms of annoyance/dissatisfaction. This harm is not considered a serious injury therefore this malfunction is unlikely to result in serious injury to the patient or user.

Event description:
On (B)(6) 2024, it was reported by a sales representative via (B)(4) that an ar-8330h shaver handpiece has a frayed wire on the end of the cap. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.